Manufacturer narrative:
Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period aug 2019 through jul 2021 was reviewed. There were no triggers identified for the review period. Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information. Testing of actual/suspected device/testing of raw/starting materials: (10/4105/13/22) the device was returned to the factory for evaluation on 09/05/2021. An investigation was conducted on 09/15/2021. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the shaft of the cannula as well as on the c-ring. The c-ring was observed to be transected and melted longitudinally. There were no other visual defects observed. Based on the returned condition of the device, the reported failure "break; c-ring" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. A piece of the c-ring broke off inside the leg but it was retrieved. Nothing was left inside the patient. No patient harm. A replacement device was used to complete the procedure.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported an issue for a vasoview hemopro 2 that is used for an endoscopic vein harvesting procedure,